Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was under delivering of insulin. Customer blood glucose was 373 mg/dl. Customer alleged that insulin pump was under delivering due to their blood glucose was high all weekend after starting using the insulin pump. The insulin pump will not be returned for analysis.